Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-25, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain and rsd/causalgia-complex regional pain syndrome. The patient called to request compatibility guidelines for an MRI. The patient reported the MRI was due to a problem with the device/therapy. The patient stated they have been on morphine for a long time and the healthcare professional (hcp) increased the dose at his last refill, so the hcp would like the patient to have an magnetic resonance imaging (MRI) in order to determine or rule out a granuloma. There were no symptoms reported. The event date was (B)(6) 2019.